Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. Test p-cap and reservoir locks properly into the reservoir compartment. No pump error 43 alarms were noted during testing. Successfully downloaded pump history files and traces using thump software. Pump alarmed a pump error 43 alarms on the event date of 05/08/2025 at 12:14:00.000 in the pump history files and traces. Pump alarmed a pump error 41 alarm on the event date of 05/08/2025 at 12:14:00.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: scratched case, stained keypad overlay, and pillowing keypad overlay. Pump error 43 was confirmed in the pump history files and traces due to a motor failure, problem isolated to the motor assembly. Pump error 41 was confirmed in the pump history files and traces as a consequence of pump error 43. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported a pump error 43(an error in the motor was detected by reading unexpected value from hall sensor.) And pump error 41 alarm(motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period.). The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. Customer was able to clear the error and pump passed displacement test. Pump did not pass additional testing or error table indicated that replacement was required.. No harm requiring medical intervention was reported. Mmt-1884l was requested, and customer response was the device will be returned. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.